Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial result was 435 pg/ml. The sample was immediately retested, and the result was 5.37 pg/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The result of 5.37 pg/ml was believed to be correct. The investigation was unable to determine a specific root cause. No product problem was found. A general reagent or analyzer problem was not present because the qc before the event was within ranges.